Manufacturer narrative:
E1: initial reporter addr 1: (B)(4). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using the bd preset¿ eclipse¿, the nurse opened the package and found that the scale of the syringe was not clearly marked. The device was replaced. No patient impact.

Manufacturer narrative:
H.6 investigation summary. Material #: 364390. Lot/batch #: 3044219. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to defective scale markings as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective scale markings. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that prior to using the bd preset¿ eclipse¿, the nurse opened the package and found that the scale of the syringe was not clearly marked. The device was replaced. No patient impact.